Manufacturer narrative:
A3 patient gender was added additional information: a male patient, born in 1968, was in the lithotomy position. Blood clots occurred on his right soleal vein where a swelling was observed. The patient took lixiana (edoxaban tosilate hydrate). The swelling has gone down, and the patient is in good condition. The patient was wearing the small size of the sleeves, which originally the doctor had thought might be the wrong size, but upon re-examining, small was the right size for the patient.

Manufacturer narrative:
The device history record (DHR) review could not be performed because the lot number was not available. However, all dhrs are reviewed to meet regulatory requirements prior to product release. A sample was not returned for evaluation. No additional information, pictures or videos were received. The root cause could not be determined. No actions are required at this time because the issue was not confirmed as manufacturing related. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that a blood clot occurred to a patient who wore a small-size comfort sleeve. The patient's right upper calf got swollen, and the patient was diagnosed with a thrombus. The doctor has pointed out that not enough pressure might have been applied because the size small was somewhat small for the patient's leg. It is reported that the nurse did not put the sleeves on the patient firmly, thus it seems less likely the sleeve was tightening the lower leg. Usage period is 1 day.